Event description:
It was reported that the patient had an MRI years ago and said that during the procedure the pump became very warm. The patient was very "heat-sensitive" and their spasms returned. The patient thought this happened in 2008 but was not sure. The patient was scheduled for another MRI and was concerned. The MRI is not related to the device/therapy. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l53273, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient was inquiring about warm pulling feeling at the pump site during MRI and it was reviewed it was normal to have that sensation. The patient stated that she gets spasms around the trunk area when the patient had the MRI. The patient thought the MRI caused her spasms. The patient reported getting good relief with the pump. The patient stated she needed another scan, that it was not related to her therapy. The patient's other issues are orthopedic.